Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. It was noted that a CT scan was performed, and fluid loss was detected. The pressure regulator balloon had a hole. The device was explanted, and new aus was implanted. There were no additional patient complications reported.